Manufacturer narrative:
Other relevant device(s) are: product ID: 309101, serial/lot #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the broken lead was not determined but it was most likely due to body habitus. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 309101, serial/lot #: (B)(4), ubd: 16-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient's remote wasn't working and it did not come on like it should. Additional information was received. It was reported that the cause was because the lead had been broken into 2 pieces. The health care professional stated that the trial was a fail and stage 1 was scheduled. It was also noted that the issue was resolved. There were no further symptoms or complications reported or anticipated.